Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. CAPA/sa - based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 32g 4mm hp inner shield was not removed. The following information was provided by the initial reporter : the consumer stated that there is no hole in the plastic on the needle. Date of event: unknown. Samples: discarded.